Manufacturer narrative:
B3 and d10: concomitant product (2): the event occurred around (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified large volume infusor underinfused fluorouracil 5250 mg in dextrose 5% solution during infusion. The expected therapy time was 46 hours; however, it was observed that the pump had not fully infused the complete medication dose during the expected therapy time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.